Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. A visual inspection revealed a bend in distal area of the distal shocking coil, likely due to handling damage. Laboratory analysis confirmed reported allegation.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to physical damage in the shocking electrode. The lead had an unusual bent at the distal coil. The lead was never in service. No adverse patient effects reported.